Manufacturer narrative:
(B)(4): stent partially deployed. Stent cover damaged. A visual examination of the returned device found that the stent was partially deployed by approximately 67 mm. The clear outer sheath was kinked and accordioned at several locations along its length. A functional analysis revealed that it was possible to fully deploy the stent without issue. No issues were noted with the profile of the inner lumen; however, stent cover damage was noted at the distal end of the stent. The stent cover damage most probably occurred during removal of the partially deployed stent from the patient's body. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was attempted to be implanted within the common bile duct on (B)(6) 2011 during an endoscopic cholangiopancreatography procedure (ercp). According to the complainant, the patient's anatomy was not tortuous and had not been dilated prior to the stent placement. Additionally, there were no visible issues with the stent; however, it was noted that the stent "was in its expiration month." During the procedure, the stent would not deploy, neither inside nor outside the patient. The entire device was removed from the patient and the procedure was completed with another wallflex biliary rx covered stent. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure. This event has been deemed an MDR reportable event based on the investigation results, which indicate that the stent was returned partially deployed and the stent covering is damaged.